Manufacturer narrative:
During investigation the reported problem turned out to be not reportable. A good faith effort (gfe) conducted confirmed that there was still sound on the speaker, and an inop error message was audibly and visually displayed on the device. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue.

Event description:
The customer reported the x3 monitor gives once in a while a speaker failure. A loss of audio cannot be ruled out based on information currently available. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution phone # (B)(6). E1: reporter phone #: (B)(6).